Event description:
A malfunction was reported on a pump, but no notable events occurred prior to the issue, and there was no adverse impact to the customer's blood glucose level. The malfunction code was resettable, and the customer had not reset the pump within the past 24 hours. The customer did not have the pump at the time of the report and was advised by technical support to call back when the pump was available, while using multiple daily injections (mdi) as a backup therapy in the meantime.